Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device phm383 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic pneumonectomy procedure on (B)(6) 2019 and suture was used. When holding the needle with a needle-holder to fix the port, the suture was detached from the needle. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/3/2020. Additional h3 investigation summary: it was reported pull off - suture needle. One open sample of product code j602, lot phm383 was received for analysis. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined under 20x magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the performance pull off - suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.